Manufacturer narrative:
Device was returned for evaluation. Evaluation determined that the reported issue was not confirmed. There was no fractured lens observed during the visual inspection however debris on optical system was observed. The debris caused a cloudy lens. The device was placed for repair and inventory. Based on evaluation findings, the reported issue was not confirmed. No fractured lens was observed when the device was evaluated.

Event description:
It was reported that the device was found with broken rods lens. The issue was found during a reprocessing. There was no patient involvement on this report. No user harm or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The user claim of fractured lenses were not confirmed. However, device evaluation found debris in optical system causing cloudy image, loose meniscus and broken fibers. The root cause was not identified on the reported failure as the reported issue was not confirmed however, the likely probable cause of the debris found in the optical system defects on fibers could be attributed to user¿s handling of the device. Olympus will continue to monitor complaints for this device.